Event description:
It was reported that the patient¿s right ventricular (rv) lead was dislodged resulting in elevated capture threshold. The dislodgement was confirmed via chest x-ray. The rv lead was successfully repositioned on (B)(6) 2026. The patient was in stable condition.